Event description:
The tracheostomy tube was inserted into the pt and caused irritation. Visual inspection found a sharp barb on the distal end of the tracheal tube, which caused abrasion and minor bleeding to the pt's trachea. The device was replaced, and the bleeding stopped soon after replacement.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.